Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occurred and the patient experienced a myocardial infarction and target vessel revascularization. In (B)(6) 2010, the patient was diagnosed with unstable angina. The 90% stenosed and 15mm long target lesion was located in the proximal left anterior descending artery (lad) with a vessel diameter of 4.00mm. The target lesion was treated with pre-dilation and placement of a 4.00x24mm taxus liberte stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was found to be unconscious and noticed seizure like activity. The following day the patient was brought into the emergency department, the patient noted to be severely hypotensive and went into ventricular fibrillation. Multiple cardioversions were performed for ventricular fibrillation. Cardiac enzymes were noted to be elevated, the patient was diagnosed with st elevation myocardial infarction and cardiac catheterization was recommended. The 50% focal in-stent restenosis in proximal left anterior descending artery (lad) was treated with balloon angioplasty of an unknown manufacturer's balloon catheter, resulting in 0% residual stenosis. Thirteen (13) days later, the patient was discharged on aspirin.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).